Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Attachment: [asr-2017 quarter 2 e2015043 ozo.zip].

Event description:
This report summarizes (B)(4) reported events ((B)(4) initial reports and (B)(4) follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contain no reportable serious injuries. Patient age ranged from 4 years to 102 years. Patient weight ranged from 28 lbs to 398 lbs. Patient gender was 44.2% male and 55.8% female for these reported events. The (B)(4) follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see below for additional information. This report summarizes 1370 reported events (1329 initial reports and 41 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from (B)(6) years to (B)(6) years. Patient weight ranged from (B)(6) lbs to (B)(6) lbs. Patient gender was 44.2% male and 55.8% female for these reported events. 1253 events were associated with button error alarm/keypad unresponsive; 99 events were associated with motor error alarm and 18 events were associated with both button error alarm/keypad unresponsive and motor error alarm. 877 events were coded with device problem code (B)(4). The following patient problem codes are associated with device problem code (B)(4): 26 hyperglycemia, 5 hypoglycemia, 1 skin irritation and 845 no consequences or impact to patient. 287 events were coded with device problem code (B)(4). The following patient problem codes are associated with device problem code (B)(4): 16 hyperglycemia, 4 hypoglycemia and 267 of no consequences or impact to patient. 206 events were coded with device problem codes (B)(4) and (B)(4). The following patient problem codes are associated with device problem codes (B)(4) and (B)(4): 4 hyperglycemia and 202 of no consequences or impact to patient. The 41 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product. This report summarizes the results of our investigation of all 1370 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 1370 reported events are: 15 of electrical problem, 199 of open circuit, 10 hardware timing problem, 511 improper humidity, 1 wear problem, 383 deformation problem, 10 of fatigue problem, 67 of fracture problem, 54 of no results available since no evaluation, 193 of results pending completion and 3 of no failure detected.